Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4): balloon burst. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-01291 addresses the first cre balloon, while manufacturer report # 3005099803-2012-01292 addresses the second cre balloon. It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during a dilation of esophageal stricture. According to the complaint, during the procedure, the two balloons burst inside the patient. The patient had a staple line from a previous surgery and that could have caused the balloon to burst. It was confirmed that no pieces of the device detached inside the patient. The procedure was completed with a third cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.